Manufacturer narrative:
A sample is expected to return for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Customer reported metallic debris observed in a pt's eye following intraocular lens implant surgery. Additional surgery was performed to remove particles. No pt harm or injury reported. Additional follow up was requested. The surgeon refused to provide additional info.